Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: during investigation, there was evidence of moisture behind the display lens and on the underside of the battery cap. A leak test failed due to a battery compartment leak. The battery compartment was found to be cracked. The pump powered on to a blank display. The pump was opened and there was evidence of moisture on the main printed circuit board and display flex. The battery cap was returned stuck to the pump and had to be forcibly removed. The battery cap threads were damaged.